Manufacturer narrative:
The event occurred in china. It was reported that there was no flow displayed on the rotaflow console during patient treatment. The device was replaced. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician (fst) and could confirm the reported failure. The closing assy replaced by the customer was not a getinge original. The getinge service technician informed the customer that the use of the device with a non-getinge original part will be at risk. Therefore, the fst has recommended and provided the customer with a quotation to replace the closing assy with a getinge original one. Based on the information available at this time the reported failure "no flow rate displayed" could be confirmed. The most probable root cause for the reported failure "no flow rate displayed" could be determined by the getinge field service technician as the customer used an non original getinge closing assy. The review of the non-conformities was performed on 2024-08-21 and during the period of 2019-12-19 to 2024-08-20 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console in question was produced in 2019-12-19. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. It is stated in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 2.2.3 to ensure patient safety, only use tested and approved devices, parts, accessories and disposables. According to the rotaflow service manual (service manual / / en / 03; chapter 1.7, page 8) only original getinge spare parts must be used. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if significant information becomes available the complaint will be reopened and necessary steps will be initiated.

Event description:
The event occurred in china. It was reported that there was no flow displayed on the rotaflow console during patient treatment. The device was replaced. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. Complaint ID: (B)(4).